Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests. The unit was tested with a water-filled reservoir. The units left on the status screen matched properly with the units left on the test reservoir. No anomalies were noted. There was no physical damage either.

Event description:
The customer reported via phone call that her blood glucose was 30 mg/dl. She stated that she felt sick and treated with a can of soda, peanut butter crackers, and powerade, and now her blood glucose rose to 155 mg/dl. Troubleshooting was initiated for the hypoglycemia; the customer found that the bolus history was incorrect and that there was a bolus of 4.10 units earlier that day that she did not recall. The insulin pump was returned for analysis.